Manufacturer narrative:
The customer's calibration and qc results and sample pre-analytic details were requested but not provided. The patient's sample was requested and provided for an investigation. The ft3 result generated at the customer's site could not be reproduced. Upon investigation of the patient sample, an interferent against the idiotype of the monoclonal antibody of the ft3 reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The customer reported out the results to a physician who asked for re-measurement of the sample. The patient's sample was sent for an investigation and was tested on a cobas 8000 e 801 module, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. Refer to the attachment for all patient data.